Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced the high blood glucose of 32.3 mmol/l. The customer was not using auto mode during the high blood glucose event. The customer reporting loosing 4 infusion set due to bent cannula. The device will not be returned for the analysis.